Manufacturer narrative:
The complainant indicated that the device was disposed of at the site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a cre fixed wire balloon dilation catheter was used during a dilation procedure performed on (B)(6) 2009, involving a male patient over 18 years old. According to the complainant, during the procedure, the physician positioned the cre balloon within the duodenum. However, during dilatation, the balloon burst. No fragments were left behind and the procedure was completed with another cre balloon. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".